Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. The following results were provided: 1st sample sid (B)(6) = <1.3 pg/ml. 2nd sample sid (B)(6) = 119.3 pg/ml. 3rd sample sid (B)(6) = <1.3 pg/ml. The customer repeated the second sample = <1.3 pg/ml. 4th sample sid (B)(6) = <1.3 pg/ml. Reference value: 26.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, device history records and in-house testing. Returns were not available. The review of historical performance of reagent lot 59304ud00, was completed and showed a slightly higher complaint activity than expected, but trending review determined there were no trends for the issue for this product. Device history record review on lot 59304ud00 did not show any potential non-conformances, or deviations. Accuracy of the assay has been evaluated with a retained in-house kit of the same lot# 59304ud00 and met all specifications, confirming that this lot is meeting the alinity I stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, the alinity I stat high sensitive troponin-I lot number 59304ud00 no systemic issue or deficiency was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. The following results were provided: 1st sample sid (B)(6) = <1.3 pg/ml 2nd sample sid (B)(6) = 119.3 pg/ml 3rd sample sid (B)(6) = <1.3 pg/ml the customer repeated the second sample = <1.3 pg/ml 4th sample sid (B)(6) = <1.3 pg/ml reference value: 26.2 pg/ml no impact to patient management was reported.